Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited oversensing of noise. It was noted that the patient had one right ventricular lead for pacing and sensing and another one for defibrillation. All other measurements were stable. Programming changes were made but noise was still seen. It was unknown which lead caused the noise, but it was suspected to be due to the defibrillation lead. On (B)(6) 2019, the leads were explanted and replaced. Patient was stable throughout and was asymptomatic.